Manufacturer narrative:
A medtronic representative went to the site and verified that the system was accurate and calibrated correctly. System passed all testing.

Event description:
A surgeon reported that during an ais lumbar curve procedure, instrumentation t11-l4, there was an alleged inaccuracy. The CT-scan of the lower region and setting screws in l4, l3, l2 and l1 showed no issues. The surgeon started to do the th12 on the left side and prepared the pedicle as usual. Everything was as it should and imaging, navigation and clinical impression including anatomic landmarks and tactile feeling was good as well. Then another CT was performed for the last screws (t11+t12). Left side t12: pointer was put in the pedicle (the pedicle was prepared well during the first scan and he was confident it was in the pedicle). The imaging showed the trajectory wrongly located almost in the center of the spinal canal. The surgeon chose to discontinue the use of navigation. No negative impact to the patient was reported.

Manufacturer narrative:
The physician did not provide any patient demographic information. No parts or files have been received by the manufacturer for evaluation.